Event description:
Pt was new to soft contact lens wear. The dr fit the pt with preference toric. The dr's evaluation of the lens fit was good, the lens moved well. After the pt had left the office, her eye began to become irritated and red. The pt did not immediately remove the lens nor did she seek medical attention, as recommended in the package insert. She continued to wear the lens until she was seen by the dr on a f/u exam 10 days later. On the f/u examination, the dr diagnosed a corneal ulcer of the right eye. No cultures were taken. The dr noted the lens was tight and not moving well. The pt was treated with a topical antibiotic and lens wear was temporarily discontinued. Since the reported incident, the ulcer has completely resolved without complication and the dr has reordered the preference toric lenses for pt.